Event description:
It was reported through a research article that 322 patients underwent transcatheter edge-to-edge mitral valve repair (teer) from 2011 to 2021. Within 3 months of the procedure, the implanted mitraclip may have caused or contributed to death. Additional information is listed in the attached article, titled, ¿bleeding and thrombotic risk of different antiplatelet regimens posttranscatheter edge-to-edge mitral valve repair in patients with an indication for oral anticoagulation: results from an all-comers national registry.¿

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system for the web (catsweb) database for the reported lot could not be performed as the lot number and part number are unknown. Based on the information reviewed, and due to limited information available from the article the cause for the reported death could not be determined. Additionally, the reported patient effect of death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2: date of death estimated. B3: date of event estimated. D6: date of implant estimated. Attachment: article titled ¿bleeding and thrombotic risk of different antiplatelet regimens posttranscatheter edge-to-edge mitral valve repair in patients with an indication for oral anticoagulation: results from an all-comers national registry.¿